Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem was a code 102 (charge profile fault) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to corrosion on the u1005 pin 3 causing damage to c20 capacitor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor received a code 102 (charge profile fault).